Event description:
It was reported that the ventilator, while in use, had an error code indicating the backup alarm failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and confirmed the reported issue. The customer replaced the central processing unit (cpu) to address the reported issue. The ventilator was returned to use. The device was being used for treatment when the reported event occurred. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
Upon further investigation of this case, it was determined that it is a duplicate of the complaint reported in MFR report number 2031642-2021-04779. Therefore, this report is being redacted. Any further information received for this case will be reported under MFR report number 2031642-2021-04779.